Manufacturer narrative:
The insulin pump was stuck on a motor error alarm that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The functional testing could not be completed due to this alarm. The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test and self test. The operating currents were within specification and the insulin pump passed the off no power test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The drive support cap was not damaged and the insulin pump had not been exposed to a strong magnetic field. The blood glucose reading was 176 mg/dl.